Event description:
Consumer stated that he used the product twice, and it caused the skin around his lips to burn. No medical attention was sought for this condition.

Manufacturer narrative:
No suspect sample or lot code info was provided by the consumer. Without this info, an investigation cannot be conducted.